Event description:
It was reported that five days after implant the right ventricle (rv) lead had "intermittent v pacing failures" and high thresholds. It was further reported that the lead had become dislodged. The lead was revised and remains in used. It was further reported that an x-ray revealed the device had migrated since implant. Also, blood ingression in the connector block of the implantable pulse generator (ipg) was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4074 implantable pacing lead 2014 (B)(6). (B)(4).

Manufacturer narrative:
Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.